Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their tooth split, they are not having any pain, but a piece of the tooth fell out. Their dentist will need to do a crown to save the tooth. Requesting diagnostic findings letter from patient's dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.